Event description:
Pt who underwent a left total knee arthroplasty in 1999, started having problems 6 months ago. X-ray revealed complete loss of the medial joint space and loss of polyethylene on that side with loosening of the tibial component. The tibial baseplate was loose at the bone cement interface. The polyethylene was removed. It had worn down through one area of the medial side. The tibial component was removed.